Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was visually inspected externally and internally, and no damage was found that would cause the distal tip to move imprecisely. The instrument was found to have blade damage at the middle of the blade. One of the blade edges was indented. This mechanical damage to the cutting edge can lead to the instrument not being able to be closed completely, due to high resistance. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 07-apr-2025: the doctor could not close the scissors tip as he wanted. There was no intuitive movement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.